Event description:
The following was reported to the hamilton medical ag: summary: panel settings file error" during ventilation original description: folgende fehlermeldung erreichte mich aus der uni homburg gerät alarmierte kurz nach start der beatmung mit der fehlermeldung "bedieneinheit fehler in der einstellungsdatei "beatmung wurde nicht unterbrochen. Das zuständige personal hat sofort den c6 gegen ein backup beatmungsgerät ersetzt. Patient kam nicht zu schaden. Gerät wurde daraufhin in der medizintechnik erneut gestartet. Gerät läuft seitdem ohne ersichtliche fehler problemlos und der fehler trat nicht mehr auf. Gerät ist momentan für den einsatz am patienten gesperrt. Der kunde wartet solange bis ER eine ursache des problems erhalten hat. Wir bitte um mögliche ursache und vorgehensweise von seitens hamilton. Translated with www.deepl.com: the following error message reached me from the uni homburg device alerted shortly after start ventilation with the error message "control unit error in settings file "ventilation was not interrupted. Responsible personnel immediately replaced the c6 with a backup ventilator. Patient was not damaged device was then restarted in medical technology. Device has been running smoothly since then with no apparent errors and the error did not reoccur. Device is currently blocked for patient use. The customer is waiting until he has received a cause of the problem. We ask for possible cause and procedure on the part of hamilton.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the issue in question is considered a complaint since the malfunction "control unit error in settings file" do not compromise the ventilation mode. No ambient mode has been triggered with the event.the root cause of the ventilator device "control unit error in settings file" was due to the use of an inappropriate configuration copy in the hard drive from a different device and copied in the reporting device.within this investigation, it has been confirmed that the device not failed to meet its specifications at the time of the event while it was used for treatment or diagnosis.the failure "control unit error in settings file " does not delay the procedure and doesn't require an alternative means of alternative ventilation.the issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.no further investigation or correction will be performed except those mentioned below. The clinical education team addresses the user on how to configure a specific mode of the ventilator. No hardware was replaced after the event. The device was back in use.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: no patient harm reported. Investigation is ogoing.

Event description:
The following was reported to the hamilton medical ag: summary: panel settings file error" during ventilation original description: folgende fehlermeldung erreichte mich aus der uni homburg gerät alarmierte kurz nach start der beatmung mit der fehlermeldung "bedieneinheit fehler in der einstellungsdatei "beatmung wurde nicht unterbrochen. Das zuständige personal hat sofort den c6 gegen ein backup beatmungsgerät ersetzt. Patient kam nicht zu schaden. Gerät wurde daraufhin in der medizintechnik erneut gestartet. Gerät läuft seitdem ohne ersichtliche fehler problemlos und der fehler trat nicht mehr auf. Gerät ist momentan für den einsatz am patienten gesperrt. Der kunde wartet solange bis ER eine ursache des problems erhalten hat. Wir bitte um mögliche ursache und vorgehensweise von seitens hamilton. Translated with www.deepl.com: the following error message reached me from the uni homburg device alerted shortly after start ventilation with the error message "control unit error in settings file "ventilation was not interrupted. Responsible personnel immediately replaced the c6 with a backup ventilator. Patient was not damaged device was then restarted in medical technology. Device has been running smoothly since then with no apparent errors and the error did not reoccur. Device is currently blocked for patient use. The customer is waiting until he has received a cause of the problem. We ask for possible cause and procedure on the part of hamilton.